Event description:
It was reported that a critical procedure could not be completed on the epiq elite ultrasound system due to image artifact. The liver biopsy procedure was able to be completed on another ultrasound system. There was no patient or user harm associated with this event. The philips service engineer replaced the acquisition module to address the customer¿s immediate concern. Philips has started an investigation, and upon completion, a follow up report will be submitted.